Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had an inaccurate delivery issue. The patient indicated that on (B)(6) 2012, she had a blood glucose (bg) level in the "500's" mg/dl with ketones and symptom of nausea, frequent urination, and increased thirst. She denied having abdominal pain, shortness of breath, or chest pain. The patient claimed that she had changed out the site/set several times but her bg levels would continue to go up. After giving herself an injection, the patient admitted that her bg level came down. The patient claimed that her health care provider (hcp) informed her that the issue was the pump. The patient denied having any leakage or abnormalities at the site. She denied having a bent cannula or tubing. She also denied observing blood in the tubing or cannula, or at the site. The patient indicated that all the pump's settings were correct. She denied having changes with her lifestyle, medications, or health. The patient demanded for the pump to be replaced. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed elevated bg levels with symptoms suggestive of severe hyperglycemia. However, at this time, it is unknown if the pump, use-error, and/or diabetes management factors contributed to the patient's injury. No issues were found with troubleshooting of the pump.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows an unacknowledged "replace cartridge" alarm on (B)(4) 2012 at 21:54. The alarm went unconfirmed until 09/08/2012 at 04:15. A review of the pump history also indicates a temp basal program was run from 04:36 on (B)(4) 2012 until 08:33 on (B)(4) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.